Manufacturer narrative:
It was reported that the nebulizer was not producing mist and the patient missed doses of medication. No reports of serious injury or medical intervention. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the nebulizer was not producing mist and the patient missed doses of medication. No reports of serious injury or medical intervention.